Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastrectomy, when surgeon tried to transect the middle part of stomach with egia60amt. At first the idrive worked as usual but suddenly it stopped. So the surgeon gave it a few seconds for dehydration of stomach and fired again but blade did not move at all. Surgeon decided to change cartridge to new one. After scrub nurse changed cartridge to new one and surgeon could finish the procedure without any event. There was no injury to patient. Patient is now stable.

Manufacturer narrative:
Post market vigilance pmv led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary unrelated condition of an anvil clamp mechanism deformation was noted. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire. Replication of the deformed anvil clamping mechanism condition may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws.